Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had another device implanted on (B) (6) 2009; (B) (6). Two requests were made to the health care provider (via fax), for the device, operative report, and additional information; however, no response was received from the health-care provider. The device history record (DHR) review has been completed and there was no nonconformance found related to this event.

Event description:
Caller states, student reported to the school office with low blood glucose symptoms. Student had tested 50 mg/dl on her personal meter. Caller attempted to treat her with juice, but the student became unresponsive. Caller tested the student on the advantage system and received result of 359 mg/dl (caller was using expired test strips). Paramedics were called, and caller rubbed cake frosting on student's gums; paramedics arrived, and student tested 24 mg/dl on their device. Paramedics treated her with a glucose IV and student became responsive. Student tested 117 mg/dl on paramedic's meter after treatment; low blood glucose symptoms improved. Caller also reports the student's insulin pump was not suspended until after paramedics arrived. Requested return of suspect device, however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
Additional manufacturer narrative: on 03/26/2010 (through follow-up with the health-care provider), a response was received. Unfortunately, the cause of death was not provided; however, it was learned that the event was not device related. The device has been disassociated from the event by the surgeon. It has been determined that this event is no longer reportable to the FDA.